Event description:
It was reported that the patient developed sepsis. The physician prescribed medication to treat this adverse event. The leads and the device were explanted and replaced. The patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.